Event description:
Edwards received information that this bioprosthetic valve, implanted approximately 14 years and 10 months, was explanted due to bioprosthetic aortic valve stenosis. It was identified, through review of source documentation provided, that the valve was heavily degenerated. The explanted device was replaced with another edwards bioprosthetic valve. No operative complications reported.

Manufacturer narrative:
It was reported that this device was explanted due to stenosis from a heavily degenerated bioprosthetic valve. Structural valve deterioration (svd), or degeneration, is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. In this case, the device was not returned to edwards for analysis. The specific failure mode cannot be determined with the available information. There have not been any allegations of a quality deficiency related to the explanted valve. No further actions are possible with the available information.